Event description:
Device report from synthes (B)(4)reports an event as follows: on (B)(6) 2007, patient had a decompressive laminectomy at l5 with instrumented fusion from l5 to s1. In (B)(6) 2011, patient complained of lumbosacral pain with burning in right leg. On (B)(6) 2011, patient was noted to have decreased range of motion but had intact neurovascular function. On (B)(6) 2011, patient was admitted to hospital with possible fracture of sacral pedicle screws. Surgeon performed a removal of pedicle screws and rods at l5-s1 with bilateral l5-s1 decompression and bone graft augmentation. Surgeon recorded in his post-operative report that the right rod for the pedicle screws was fractured immediately caphalad to the s1 screw. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Synthes is unable to determine which lot number potentially contributed to the complaint event; therefore, all lot numbers are being reported as follows: 5195183 and 5239901. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis additional narrative: two devices were received for this complaint: the first lot 5195183 was received on 3-16-06. A review of the DHR showed there were no issues during the manufacture that would contribute to this complaint condition. The second lot 5239901 was received on 5-22-06. A review of its DHR showed there were no issues during the manufacture that would contribute to this complaint condition. The date of event was reported in error on previous initial medwatch. There is no way to know the exact date the screws broke.